Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 7 months. (Calculated from the date the unit was issued to the patient). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the system controller log file showed odd voltages while the patient was connected to the mobile power unit, which could have been attributed to the power cord becoming disconnected from the unit. It was reported that during the time of the odd voltages, the patient was traveling to the clinic for evaluation. The log file then showed that the patient disconnected from all power while changing power supplies prompting the system controller's backup battery to provide power the pump. No further information was provided.